Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. After the deployment of the first ctagac from just below the left common carotid artery, the second device was deployed proximal to the initial device. The second device migrated approximately 1.5cm distally and a proximal type I endoleak was observed while manipulating non-gore wires and balloons. A bypass (ribs¿retrograde in situ branched stent graft) was planned from the brachiocephalic artery to the left common carotid artery by drilling a hole into the proximal device from the brachiocephalic side. However the puncture did not go smoothly, and the blood pressure started dropping down. Contrast imaging determined the dissection of the ascending aorta, and the patient developed cardiac tamponade. Drainage was performed as a treatment (captured by 5400-c: additional procedure other - other/unknown). The patient originally had loeys-dietz syndrome, which may have been related to intraoperative dissection. An additional stent graft was implanted on the proximal side of the second device by femoral access. Two additional stent grafts were also placed in the brachiocephalic artery as they punctured the second device eventually. Although a puncture from the left common carotid artery was abandoned. They decided to embolize it with a plug and coil. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), dissection of the aortic vessel & surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.